Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty, the device was unable to cross the lesion and the shaft kinked. Vascular access was gained via the femoral artery. The 2.5x32mm, 80% stenosed, eccentric and progressive target lesion was located in the non-tortuous and moderately calcified right coronary artery (rca). The lesion was dilated with a 2.5x15mm non-bsc balloon. The 2.5x32mm taxus liberte stent was advanced but was unable to cross the lesion and the shaft kinked. The procedure was completed with unknown 2.5x20mm stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed a shaft break.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was returned in two sections as a result of a break in the hypotube approximately 25.9cm from the catheter strain relief. Solidified blood was present within the guidewire lumen. No issues were noted with the tip and balloon sections of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination of the crimped stent found no issues. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).